Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarms, which were not reproduced by evaluation due to a reload set alarm. During the evaluation, it was observed that the ultrasonic sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced to correct this condition. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.